Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported by the customer that the trans-ray 35cc intra-aortic balloon (iab) insert into the patient percutaneously through the right femoral artery, but it was not possible to place it in the optimal position within the descending aorta, and so introduction through the right femoral artery was abandoned. New iab of the same size was produced and reinserted percutaneously through the left femoral artery, which was successfully placed and therapy could be initiated. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).